Manufacturer narrative:
One device was returned for evaluation. The device was inspected visually and microscopically. The root cause is attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no complaints of a similar nature were found for this lot number. Corrective actions are in process.

Event description:
Customer was performing an aortoiliofemoral arteriogram with runoff. They ended up having to stent the right iliac artery. While removing the catheter, the tip broke off. They used a 7f sheath to access the aortic bifurcation to retrieve the catheter tip with a snare. Another catheter was used to finish the procedure. The patient was not injured.